Event description:
It was reported that: "once the embolization of the cerebral blood vessel of interest was embolised with squid, the catheter became stuck and it was not possible to remove despite multiple attempts. The catheter was therefore left in situ by cutting it at the radial access site. This catheter represents a thromboembolic risk which can be of sever consequence because of its location within the vertebrobasilar artery and the posterior cerebral artery. The patient was started on dual antiplatelet therapy. Post operatively she has new neurological deficits." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4) the investigation of the reported issue was completed by manufacturer, balt extrusion. Summary as follows: 1) device analysis the affected device (ecl2l 6x12) has not been returned to balt extrusion for inspection. This investigation is based on the incident description, the lot history records, and the data gathered during our post-market surveillance program for such failures. 2) the lot history record (lhr) review: the lot history record (lhr) review did not highlight any anomaly which could potentially explain the issue experienced during the procedure. During the manufacturing process, several tests are performed: the braid, the tube and the balloon are 100% controlled with a visual inspection. The balloons are 100% controlled during manufacturing with an inflating test ensuring that the balloon inflates evenly and symmetrically. A tightness test of the balloon is also performed on every unit as requested by the manufacturing instructions. The integrity of the hydrophilic coating is 100% controlled (smooth, homogeneous) the micro-catheters are then packaged into a protective dispenser hoop. We did not observe any anomaly that could potentially explain the reported issue. There is no other complaint registered on this lot number to date. 3) pms data the description of the incident mentions an issue when pulling the eclipse after embolization " once the embolization of the cerebral blood vessel of interest was embolized with squid, the catheter became stuck and it was not possible to remove despite multiple attempts.". Based on the incident description and the additional information, we are not able to identify the exact conditions under which the issue occurred, and which manipulations were applied by the physician. However, according to our post-market surveillance program, such blockages and/or tension are likely caused by the embolic agent reflux beyond the catheter's distal extremity during the injection, then unlikely linked to the eclipse2l device. As no product was available for analysis, we cannot verify for traces of embolic agent reflux. Nonetheless, as mentioned in the instruction for use (IFU), it is necessary to follow the recommendations during the removal of the catheter "[...] Avoid advancing or withdrawal against resistance before the cause of resistance is determined" 4) conclusion in conclusion, the incident reported (embolic agent trapping) cannot be linked to a potential technical failure of the balloon catheter eclipse2l. The investigation of the product affected did not reveal any non-conformity which could be due to the manufacturing process, the most probable cause due to this incident is an embolic agent reflux. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from supplier, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "once the embolization of the cerebral blood vessel of interest was embolised with squid, the catheter became stuck and it was not possible to remove despite multiple attempts. The catheter was therefore left in situ by cutting it at the radial access site. This catheter represents a thromboembolic risk which can be of sever consequence because of its location within the vertebrobasilar artery and the posterior cerebral artery. The patient was started on dual antiplatelet therapy. Post operatively she has new neurological deficits.". Incident report form submitted for this complaint indicates that no patient injury was sustained.